Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided; therefore, il was used as the state. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Started an 18g IV on a patient and when the nurse tried to retract the needle, it wouldn't retract and was getting caught on the hub. She was unable to occlude the vessel because the needle was still in the vessel. Another nurse had to hold the hub in place while the inserting nurse pulled the entire needle and chamber, the needle finally retracted and sprayed blood on the nurse".

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5045783. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.